Event description:
It was reported a spectrum pump alarmed sys error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 occurred upon powering the device on thereby confirming the customer's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a dislodged component from the input/output printed circuit board (I/o pcb). The I/o pcb was replaced.